Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and a new lead was placed with same model. No additional adverse patient effects were reported. Additional information received indicates that the lead was not dislodged but it was placed in an unusual location near the tricuspid valve.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted and a new lead was placed with same model. No additional adverse patient effects were reported.